Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a pre-discharge check showed that the atrial and ventricular sensing markers were stacked, when viewed on electrogram. In addition, the right atrial (ra) lead failed to capture, and a chest x-ray confirmed that the lead had dislodged and was located in the patient's right ventricle. A lead revision was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.